Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided a conclusive cause for the reported partial clip movement cannot be determined. The reported patient effects of dyspnea, tissue damage and recurrent mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A conclusive cause for the reported tissue damage, dyspnea and recurrent mitral regurgitation cannot be determined. The reported tissue damage, dyspnea and recurrent mitral regurgitation are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported major surgery and prolonged hospitalization are the result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mr, tissue damage, clip instability, surgical intervention and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) of 4+. It was noted bi-leaflet prolapse and previous endocarditis. On (B)(6) 2020 the patient was treated with 4 mitraclips, reducing mr to 2. The patient went home feeling great. Six weeks later on (B)(6) 2020 the patient experienced shortness of breath and recurrent mr grade was 4. One clip (00210u127) was noted to be unstable and chordal damage was confirmed. The other three clips remain stable on the leaflets. The patient remained hospitalized and underwent a mitral valve repair surgery for additional treatment. Post surgery, mr was 1. No additional information was provided.